Manufacturer narrative:
Concomitant devices: contrast: omnipaque 50:50 ratio, indeflator: boston encore, pre-dilatation balloon: 12x40mm opta pro balloon. This device was returned for testing and evaluation but the engineering report is not yet available. Additional information received will be submitted within 30 days upon receipts

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a central vein the balloon was reported to have ruptured at 6 atmospheres and became stuck in the vein and could not be removed. The balloon was retrieved by dissecting the vein to remove the balloon catheter. The vein dissection was treated with sutures. The vessel was described as tortuous with a 75% stenosis. There patient was reported stable. There was no difficulty removing the product from the hoop, removing the protective balloon cover removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast used was omnipaque at a contrast to saline ratio of 50:50 with a boston encore indeflator. The same indeflator was used successfully with other device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally and the lesion was predilated with a different balloon. A one non sterile maxi ld 7f 14x4 110cm was received inside a plastic bag. Outer and inner body were received separate, both containing balloon residuals. Inner body contained 2.3cm from the balloon residual, while the outer had 1.3cm from the balloon attached. Balloon presented a "t" burst (axial and radial). No hub was present within the received complaint. One of the marker bands was noticed outside of its position, but it presents adhesive residuals, however this could be related to the heavy damage found in the sample. Other than these, no other anomalies were observed in the returned device. Dimensional analysis required "od of proximal balloon seal" for product malfunction code "withdrawal difficulty-from vessel" could not be performed due to the condition that the device was received. Sem analysis results showed that the balloon external and internal surfaces exhibited evidence of material wrinkling, splits and abrasions. The marker bands had one of the glue strips gone; however this could be related to the heavy damage found in the sample. The exact cause of this failure could not be conclusively determined. No functional analysis could be performed, since the condition in which the device was received. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15284042 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15284042. Controls in place: there is a 100% inspection to detect leak on the balloon. Customer complaint reported as "withdrawal difficulty-from vessel" could not be confirmed due to the condition that the device was received. Customer complaint reported as "balloon burst" was confirmed; however, exact cause of failure could not be conclusively determined. Neither the DHR review nor the product analysis or the sem analysis suggests that the failure experienced by the costumer could be related to the manufacturing process, therefore, no corrective/preventive action will be taken. The balloon showed evidence of abrasions on the outer surface that would imply that vessel characteristics may have contributed to the reported balloon burst. The withdrawal difficulty may have resulted from the balloon burst. However, without films of the event no conclusion can be drawn. Vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
The report received from the affiliate indicated that during a central vein angioplasty procedure, a maxi ld balloon ruptured at 6atm and got stuck in the vein. The balloon was retrieved by dissecting the vein to remove the balloon catheter. The vein dissection was treated as normal (suture). The current status of the patient was reported as "ok." The lesion was 75% occluded with vessel tortuousity. There was no difficulty removing the product from the hoop, removing the protective balloon cover removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast used was omnipaque at a contrast to saline ratio of 50:50 with a boston encore indeflator. The same indeflator was used successfully with other device. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The lesion was predilated with a 12x40mm opta pro balloon at 8 atm. The balloon maintained pressure during inflation. The product was removed intact (in one piece) from the patient.